Event description:
It was reported the patient had an increase recharge burden. The parameters were calculated, and the patient may be charging more than expected. A replacement charging system was provided to the patient. The sjm representative met with the patient and it was reported the ipg was located under her arm, which was hard to reach. It was reported adding space between the ipg and the charging system was helpful. Follow up identified the patient was able to charge the ipg without issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.